Manufacturer narrative:
Evaluated 1 open/used transfer guard and plunger only. Unable to perform pre-fill or prime test due to reservoir partially returned, no barrel. I was unable to verify occluded anomaly to reservoir.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer noted the incident occurred after completing a set change. The reservoir was returned for analysis.